Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: were there any patient consequences? No patient consequence

Event description:
It was reported that during an unknown procedure, the clips did not close very well. It is unknown how the case was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p9159a. Device analysis: the analysis results found that the er420 device was returned with no damage in the external components and 2 conforming clip inside a plastic bag. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 2 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data: 3005075853-2017-04856 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-04856 will be re-submitted as follow-up #1. Please see attachment. - attachment: [3005075853-2017-04856.pdf].